Event description:
A user facility reported that the spikes on 3m¿ ranger¿ blood/fluid warming high flow sets appeared looser than expected and were prone to snapping when inserted into blood bags. The spike detached from the tubing during use. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
The device was not returned to solventum for analysis; therefore, a root cause could not be determined. Based on the problem description, the customer reported an issue while spiking the IV bag, and the spike detached from the tubing during use, resulting in a leak. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.